Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part-lot number combination per qlik query executed 08/06/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot no nonconformances were identified for this part-lot number combination per qlik query executed 08/06/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via cst tool that the dr was performing a lateral meniscal repair utilizing mitek truespan 12 degree peek. After successfully deploying the first implant of the gun, he proceeded to back the needle out of the meniscus and begin to place his second implant. At some point during this step of attempting to place the needle for his second deployment, the shaft of the truespan gun snapped in half and became unusable. The dr. Had to remove the gun and use a grasper to remove the second implant, now deemed unusable. The suture was removed but the first implant was left in the body of the meniscus, per the surgeons decision. The procedure was completed successfully with another truespan gun with no patient consequences but there was a five minute surgical delay to the case. Additional information received from the sales representative reported the gun snapped mid shaft although the patient's bone quality was good and the use of proper positioning by the surgeon. It was reported that it was unknown if the surgeon used a probe or if the same bone hole was used to complete the procedure. The sales representative also stated the surgeon fully depress the trigger until the click was heard and he penetrated the meniscus to the depth stop. It was additionally reported the implants were removed with a grasper and there no procedural or patient anatomy factors which may have contributed to the breakage/components detaching.